Event description:
Pt implanted with matrix construct on (B)(6) 2012. Pt was discovered to have one locking cap backing out of the screw head at l5 on an unk date. Pt returned to operating room on (B)(6) 2012, surgeon removed the locking cap that backed out at l5 and replaced with a new locking cap. This is 3 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.